Event description:
Ethicon endopath ets-flex 45 stapler would not fire and it was removed from the pt. A loud click was then heard from the device while it was laying on the back table. At this point, the device was removed from service.